Event description:
On an unknown date a patient in belgium underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On 15/oct/2024 it was reported that there was a problem with mobilizing the peg tube, not possible to push the peg in. Patient will have an endoscopy for a buried bumper.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.